Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported powerpicc catheter puncture, puncture sheath can not be torn, catheter can not be successfully placed and fixed. No other information was provided. Additional information received 05/09/2024: since the catheter puncture sheath cannot be torn, it is pulled out again and replaced with a new catheter. Affect the progress of the patient's catheterization, increase the bleeding at the puncture site, and the patient's concern about treatment.

Event description:
It was reported powerpicc catheter puncture, puncture sheath can not be torn, catheter can not be successfully placed and fixed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an improper microintroducer peel is confirmed; however, the exact cause is unknown. One video of a microintroducer was returned for evaluation. An initial visual observation of the video showed a powerpicc catheter placed in a patient's arm with a portion of the microintroducer t-handle remaining on the catheter shaft. This piece of the t-handle appeared to be wrapped around the catheter shaft, preventing the proper release of the microintroducer. Details of the break site of the t-handle could not be discerned from the returned video. While a portion of the microintroducer t-handle was observed to remain on the catheter shaft, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. The investigation was forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported powerpicc catheter puncture, puncture sheath can not be torn, catheter can not be successfully placed and fixed. No other information was provided. Additional information received on 05/09/2024: since the catheter puncture sheath cannot be torn, it is pulled out again and replaced with a new catheter. Affect the progress of the patient's catheterization, increase the bleeding at the puncture site, and the patient's concern about treatment.